Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 160 mg/dl and a bolus of insulin was used to address the bg level. The customer had disconnected from the pump and had reverted to another pump to manage diabetes.